Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that rn got needle injury. It was stated, the hn wants to know what may cause this event even they can active safety mechanism after rn got needle injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample. The safety mechanism was engaged and completely covered the needle tip. Microscopic inspection of the sample was unremarkable. No evidence of difficult safety activation was observed. The safety mechanism was deactivated and reactivated. The safety functioned as intended and no resistance was encountered during activation. No damage or defects were observed during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that rn got needle injury. It was stated, the hn wants to know what may cause this event even they can active safety mechanism after rn got needle injury.